Event description:
It was reported that a customer observed backflow of blood into an IV line while using the one-link needlefree connector. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.